Event description:
I had levulan kerastick+blu-u done for precancerous condition on my face. 2 days after I noticed swelling and infections on my face. I became sick the next week I went back to my dermatologist and they said it's roseola" and infected my face it's not gone it's been 3 weeks. Almost 4. I had this done either 2-3 years ago. Because after having covid 8 time these spots kept coming back.